Event description:
It was reported that the non-preloaded intraocular lens (iol) had a haptic issue. Through follow-up it was learned that the issue seems to potentially be a loading error. The lens did not stay folded properly and when advancing the injector, it went over the top of the haptic, which was trailing behind, and damaged it. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.